Event description:
The event occurred on an unspecified date in 2018. The event involved a customer allegation against a device that does not hold the charge. Device testing found the device powered up and displayed the battery depleted message with an empty battery icon. While the device was connected to a/c (alternating current) power, a message to keep device plugged into a/c was displayed. The device passed a self-test on a/c. When a/c was disconnected, the device displayed a depleted battery message and powered off. The complaint was confirmed. A new battery was installed, the change battery option was keyed and the device passed testing. Several n56 (warning replace battery) and n252 (depleted battery) alarms were found in the alarm history log. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from a/c power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.